Event description:
The reporter stated that the t handle quick coupling device broke when they wanted to remove the screw during a surgical procedure. The surgical procedure was prolonged by about two hours. Integra has requested add'l info.

Event description:
The customer had returned the homechoice device and discontinued use as the patient had expired. During a follow up call on (B)(6)2010, global pharmacovigilance contacted the patient's nurse, and the following information was received: the patient began pd therapy four years ago. In (B)(6) 2010, the patient came to the clinic complaining of abdominal pain and cloudy effluent (date unknown). Per the nurse, a peritoneal dialysis (pd) culture specimen was obtained with results positive for peritonitis (results unknown). It was unknowns if a gram stain test or cell count was done. The nurse indicated the patient most likely received intraperitoneal (ip) vancomycin and ip fortaz during the clinic visit, but was unable to confirm this information. The patient was found to have a low blood pressure during his clinic visit (levels unknown). The patient was taken to the emergency department (ed) the same day. The patient was admitted to the hospital for low blood pressure (admission date unknown). The admitting diagnosis was heart attack. The patient expired on an unknown date. Per the nurse, the cause of death was heart attack. The nurse did not know if the event of peritonitis was related to pd therapy. Per the nurse, the events of low blood pressure, heart attack and death were unrelated to pd therapy. The nurse had no further information. This is the master complaint for the event of peritonitis related to the cassette.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded therefore, no evaluation was performed.